Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an occurrence of sf191 followed by a power cycle. Performance testing could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a defective outlet flow sensor in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device displayed an error message (sf191) related to loss of communication with outlet flow sensor and subsequently stopped ventilation while in use on a patient. The patient was manually ventilated and was placed on a replacement device.